Manufacturer narrative:
(Implant date) added. Please refer to the attached analysis report.

Event description:
Reportedly, the programmer screen froze during charge time test while communicating in rf. The stop button was grayed out and ineffective. The issue was solved by putting the ICD (still in its blister) out of the range of the rf head to force a loss of signal. Then rf communication was re-established, and the charge time test was performed without any issue. Preliminary analysis revealed that the reported issue is related to a programmer software issue.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the programmer screen froze during charge time test while communicating in rf. The stop button was grayed out and ineffective. The issue was solved by putting the ICD (still in its blister) out of the range of the rf head to force a loss of signal. Then rf communication was re-established, and the charge time test was performed without any issue. Preliminary analysis revealed that the reported issue is related to a programmer software issue.